Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 4592-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient presented to the emergency department due to experienced syncopal episodes and asystole. During evaluation, the right ventricular (rv) lead was observed with unstable capture threshold demonstrated by intermittent loss of capture. Reprogramming was performed. The patient was admitted to the hospital for further observation. The lead remains in use. No further patient complications have been reported as a result of this event.